Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Plastic cone broke. The impactor handle is cracked.

Manufacturer narrative:
Examination of the submitted mbt tib impactor replace parts confirmed the cone is broken. A worldwide search of the complaint database found additional reports of mbt tib impactor replace part fracture/breakage. The investigation could not draw any conclusions about the root cause of the breakage. No evidence was found indicating misuse or wear out were contributing factors. Based on the investigation's non-conclusive determination of root cause, the need for corrective action is not indicated. This will continue to be monitored per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.